Event description:
It was reported that during a routine device replacement procedure, when the right atrial lead was connected to the new device, a loss of sensing and increase in pacing threshold was noted; the lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Manufacturer narrative:
Product event summary : subsequently, performance data collected from the device about the lead was analyzed. No anomalies were found.